Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
The site reported to rxsight that a light adjustable lens+ (lal+, sn (B)(6), +17.0d) had been explanted from the left eye of a patient with a history of dry eye affecting vision due to unhappiness with near vision and presence of visual disturbances at night. The lens was replaced with a light adjustable lens+ (lal+, sn (B)(6), +16.5d).